Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Device model t70a1 is not approved in the us; however it is similar to us devices approved under PMA: p1010031.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: device code changed. Evaluation summary: (B)(4) analysis confirmed no lead impedance measurements were possible. The condition disappeared during further analysis. The root cause could not be determined. Device model t70a1 is not approved in the us; however it is similar to us devices approved under PMA: p1010031.

Event description:
It was reported implantable pulse generator (ipg) failed in performing lead impedance threshold and sense tests during routine follow-up. Consequently, the device was excised and replaced. There were no patient complications reported as a result of this event.

Event description:
It was reported that this implantable pulse generator (ipg) failed in performing lead, impedance threshold and sense testing. The device was removed and replaced. There were no patient complications reported as a result of this event.